Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 400 mg/dl. The customer also reported that the insulin pump alarmed an error during prime. Troubleshooting was not performed due to error alarm. The customer stated that she was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.